Manufacturer narrative:
An investigation is currently under way. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 06/13/2016 that a customer had an issue with a gauze sponge. The customer reports that they received a pack of gauze that were short 3 pieces of gauze.

Manufacturer narrative:
A device history record review could not be performed because the lot number was not provided by the customer. There were no samples returned for investigation however, 1 photo was provided for evaluation. The photo showed that only 7 pieces of gauze were present. Based on the investigation and analysis, the most possible root cause would be the worker mixed the blown product from the weighing machine. As a continuous improvement action, the supplier has updated their weighting system from weight 2 times, previously 1 time and also updated related sop to clearly specify the inspection process and disposition method during the weighting process. The operators have been retrained to take notice of the count attention on this during weighting process. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.